Event description:
It was reported that the nim was making odd noises that weren¿t ¿usual¿ to what the surgeon usually hears, although he hasn¿t done many cases with it, and the surgeon had to abandon the case after taking one side of the thyroid out because he wasn¿t quite sure what was happening; another procedure will need to be done to complete the surgery.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 8229706, emg tube 8229706 nim trivantage 6.0mm ID, lot: 0207751453, manufactured: november 21, 2013 use before: november 20, 2017, 510k: k112686, etn. (B)(4). Product evaluation: no analysis available; devices not returned for evaluation. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.